Event description:
It was reported that the ventilator would not turn off and randomly turned itself on. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the user interface (ui) pcba board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer troubleshot with technical support and was advised to replace the user interface printed circuit board assembly (ui pcba) board. The part/material needed for repair is on backorder.